Event description:
Hypoglycemia with loss of consciousness (hypoglycemic coma). As pt who was introduced to an induo insulin doser with novolog penfill insulin in 2002 for type 1 diabetes, experienced hypoglycemia with loss of consciousness in 2003. The pt checks their blood glucose levels seven times a day and administers their novolog penfill insulin on a sliding scale basis. They woke up at 6 am in 2003, and their blood glucose was normal, so they did not take any insulin at that time. They ate a bowl of cereal for breakfast at 7 a.m. At 9 a.m. They checked their blood glucose level and it was 200mg/dl, so they administered three units of novolog penfill insulin with the induo doser. They did not do an air shot before the injection. After withdrawing the needle from the skin, they did not notice a drop of insulin come out of the needle. They stated that they always see a drop of insulin come out of the needle after each injection, so they believed that they did not receive any insulin from the injection. They then changed the insulin cartridge, primed the induo doser and administered a second dose of three units of novolog penfill insulin. After administering the second injection, they went upstairs to take a nap. At approximately 11 a.m. Their spouse found them unresponsive and called the paramedics. When the paramedics arrived, they checked their blood glucose level and it was 0mg/dl. They administered IV dextrose and glucagon, and the pt woke up approximately 10 to 15 minutes later. They declined to be taken to the hosp and fully recovered within a few hours after eating. The pt suffers from peripheral and autonomic neuropathy, and they have experienced several episodes of hypoglycemia with loss of consciousness in the past. The most recent episode occurred one week prior to the event when their spouse was unable to wake them up in the morning. Paramedics were called and they received similar treatment. The pt stated that this event was not caused by the products in question because they had not taken their insulin that morning. The pt was diagnosed with type I diabetes in 1997; however, they were noncompliant with their diabetes treatment for the first three years, and their blood glucose levels were extremely elevated. For the past year they have been extremely compliant with their treatment, and their last hba1c in 2003 was 6.2%. The pt has no history of hepatic disease, but they do have mild renal insufficiency. They do not take beta blockers, and they had no changes in their diet, medications, activity level or health status at the time of the event. They were trained on the use of the induo by their physician, although they only do an air shot when starting a new cartridge.